Event description:
It was reported that perforation, cardiac arrest and patient death occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 20x3.0mm, eccentric, de-novo target lesion was located in the moderately calcified left anterior descending (lad) artery. After 6f non-bsc guide catheter was placed, a choice guide wire was advanced to cross the lesion. Predilation was performed resulting in 75% residual stenosis. Subsequently, a 3.00x20mm promus element ¿ drug eluting stent was advanced and implanted to treat the lesion without issue. However, after approximately 3-4 hours of observation in the critical care unit (ccu), a perforation occurred. No intervention was performed to treat the perforation. The patient experienced cardiac arrest and died. The physician indicated the stent did cause the perforation and the perforation was the reason for the death.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).